Manufacturer narrative:
(B)(4) - follow up #001. Initial pr (B)(4) issued MFR. Report # 15331186-2013-03675, indicting the brand name as a mechanical (manual) wheelchair with a common device name of 890.3850. The correct brand name is mechanical walker, rollator with a common device name of 890.3825.

Event description:
Dealer states brake handle broke off of the rollator.